Manufacturer narrative:
Device evaluation: the used device was returned and thoroughly examined. No defects or malfunctions were found with the device itself. Additionally, the device's corresponding documentation did not indicate any deviations before its market release. Potential contributing factors: 1) existing complications: patients with lars may already have complications such as strictures or adhesions, which can increase the risk of perforation during tai. 2) age-related factors: older patients generally have more fragile tissues and a slower healing process, which can contribute to the risk of perforation during invasive procedures. Conclusion: based on the evaluation of the device and the patient's medical condition, it is believed that the incident may have been caused by the following factors: the patient's pre-existing complications associated with lars. Age-related factors that may have contributed to the fragility of the patient's tissues. Next steps: we will continue to monitor the patient's recovery and provide any necessary support. Additionally, we will review our training protocols to ensure that all potential risks are adequately communicated to healthcare providers and patients.

Event description:
A foreign incident occurred outside the united states involving a 71-year-old male patient diagnosed with low anterior resection syndrome (lars). The patient was prescribed the navina smart system with a rectal balloon catheter for transanal irrigation (tai) therapy. During a training session conducted by a nurse, the nurse began the tai therapy by instilling a low volume of water (100 ml) and very slowly and gradually increased the water volume to 300 ml and then to 500 ml, following the provided instructions. During the water instillation, the patient reported slight pain. However, after 20 minutes, the rectum was evacuated without any issues, and the balloon catheter functioned effectively. Unfortunately, a few hours later, the patient noticed blood from the rectum and was taken to emergency care. A scan revealed a bowel perforation. As of the date of this incident, the patient is recovering well and has received a permanent stoma.